Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880. H6: additional h6- patient codes: 1690: abscess, 4755: swelling/edema, 1994: pain.

Event description:
It was reported that implant was removed due to periimplantitis and sinus perforation. Sinus was perforated and size was less than 3cm. Implant originally placed on (B)(6) 2022. On (B)(6) 2023, patient had developed periimplantitis and bone was grafted around the implant. After surgical suture removal and one month post op, we did not see her again until on (B)(6) 2025. Once again, she developed peri-implantitis due to poor home care and professional follow up. We recommended surgery again to either graft or explant the implant. Patient sought a second opinion and we did not see patient again until they called with an emergency on (B)(6) 2025. At this time patient had moderate intra and extra oral swelling. There was exudate upon palpitation. The decision was made to explain the implant and drain the abscess. Noted pain, abscess, edema.